Manufacturer narrative:
Findings: the unit passed the functional test and all operating currents were within specification. All the alarms functioned properly. There was minor damage to the device and the display window.

Event description:
The customer reported the insulin pump receiving two no delivery alarms, then not getting a 3rd no delivery alarm, and their blood glucose values rising to over 500 mg/dl. The customer reported being hospitalized at that point, with diabetic ketoacidosis. During troubleshooting 7 no delivery alarms were discovered to have occurred in a short period of time. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer was also advised on infusion set insertions after stating that 3 of their cannulas were bent. The customer will also be sent a replacement insulin pump holster. No further information was provided.